Event description:
It was reported that the device was explanted after an implant duration of approximately 4.17 months. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation and thickening of valve. The ring was explanted and replaced with a bioprosthetic valve.

Manufacturer narrative:
(B)(4) = thickening of the valve.device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report of (B)(6)2010 were received. The op report ((B)(6)2010) of the explanted device was not provided, however, it is being requested. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider via fax, the operative report of (B)(4)2010 was received, which confirmed the reason for explanting the ring.

Event description:
Blade shed metal shavings and left residue in the patient. They said they wanted to hang on to the product and test it themselves.